Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The pulse generator exhibited backup vvi operation. After software download via engineering test page, normal device function resumed. It was noted that the patient had received an audible alert and did not call the clinic to enquire. The patient was stable and would continue to be monitored.